Manufacturer narrative:
The referenced scope was returned to the service center (B)(4) for standard inspection. The evaluation found foreign material on the groove or gap of the distal end near the forceps elevator channel. In addition, the bending angulation function of the scope were below specification das the angle wires were stretched. The root cause cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection of an asset return, the evis exera ii duodeno-videoscope was found to have foreign material on the groove or gap of the distal end. There was no death, serious injury or infection reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08033. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined there was no other abnormality found with the distal end other than the foreign object adhesion, insufficient reprocessing may have caused the foreign object remained inside the gap at the distal end, which most likely the cause of the reported event. Since we are neither able to specify what the foreign object was, nor specify when it adhered/remained. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: 1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Olympus will continue to monitor complaints for this device.